Event description:
It was reported that a patient with this electrode had failed defibrillation threshold testing (dfts). The electrode was suspected to have migrated from its original implant position. Additional information provided from the field indicated surgical intervention was performed and the electrode was repositioned. Dfts afterwards were successful. The electrode remains in service and there were no additional adverse patient effects reported. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.